Manufacturer narrative:
A CAPA has been initiated for this issue. The device is included in the proclaim¿ drg neuromodulation impedance error advisory notice issued by abbott on 14march2018. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during an implant procedure, an impedance check was performed and an error message stating ¿the system encountered a problem. Contact sjm if the problem persists¿ was displayed on the programmer. The physician implanted the device and later the error message reoccurred. After stimulation was resumed, the patient experienced overstimulation. No adverse effects were reported due to the overstimulation.

Event description:
Additional information received indicated surgical intervention was undertaken and the ipg was explanted and replaced. Postoperatively, therapy was resumed.

Manufacturer narrative:
The device history record (DHR) and ipg logs were reviewed. The DHR review confirms that a software trim value mismatch contributed to this issue and the logs indicated automatic daily impedance checking for this ipg has been disabled. A corrective and preventive actions (CAPA) has been undertaken to prevent recurrence.